Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high charge burden. The patient underwent an explant procedure were the implantable pulse generator (ipg) was explanted. Patient is doing well post operatively. The explanted device will not be return as it was discarded by facility.